Event description:
The pt's catheter was removed due to pain in back. The pt developed "severe headaches and dizziness" when baclofen in pump was titrated up from 30 to 50. Baclofen was removed from pump in (B) (6) 2010 and within 2 days of removal headaches and dizziness stopped. It was thought that the pt had an allergic reaction to baclofen. The pump was filled with saline. Additional information has been requested.

Manufacturer narrative:
(B) (4).